Manufacturer narrative:
Device code should have been for migration (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 where the lead was repositioned.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's lead was implanted at the wrong location. X-rays revealed the patient's lead has migrated down. As such, the patient will undergo surgical intervention to address the issue.